Manufacturer narrative:
Aso conducted evaluation of returned samples on (B)(6) 2016 as well as retained samples of the same lot number on (B)(6) 2016. No defects were found during testing. In addition, aso reviewed tests of biocompatibility tests and they all are acceptable. Refer to this report for further details. While the product is indicated in the use of minor cuts, scrapes, and burns, this particular item is not recommended to be used on sensitive skin. Consumer used this device in combination with fresh aloe leaf.

Event description:
Consumer reported that she had burned the inside of her forearm and used a bandage to cover it. She claimed that the device caused itching and a rash. She used hydrocortisone cream, benadryl pills, aloe, pain/healing cream and healing oils. Medical attention was sought and consumer was prescribed fluocinonide 0.05%. Consumer claimed that she experience some numbness of her fingers and swelling of her wrists and she thinks it might have been spreading.